Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that his son's pump began vibrating and when he checked, he noticed that the insulin remaining on home screen was less; dad removed pump from patient and checked bolus history. Dad reports the bolus history indicated the patient had received 3 unintentional boluses; he checked alarm history and found no alarms for that time, and reports no issues with the keypad. Dad reports the pump was locked at the time of the boluses and that neither he nor his wife nor patient gave these boluses and the meter remote was in bag far away from pump at this time. Customer technical support (cts) review of bolus history shows 3 boluses within 4 minutes - 9:01 a.m. 1.55 units (p) ezcarb; 9:02a.m. 1.80 (p) normal and 9:04 a.m. 3.05 units (p) normal. Dad reportedly monitored blood glucose (bg) levels and fed patient his breakfast; no bg excursion noted at this time. Dad will continue to monitor bg levels. Cts instructed dad to have patient go on backup plan until replacement pump arrives. This complaint is being reported due to the allegation that the pump delivered boluses without user intervention. There is no bg excursion related to this issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or tearing was observed. During testing, all of the keypad buttons responded appropriately to button presses and were functional. None of the keys were hypersensitive. During investigation, a review of the black box showed on (B)(4) 2013 the following boluses were programmed from the pump and delivered: 1.55u at 09:01, 1.80u at 09:02 and a 3.05u at 09:04. The pump was exercised for a 24 hour duration period with no unprogrammed boluses found to be delivered during this time period. A 10u normal bolus and a 10u audio bolus were successfully programmed and delivered during testing and accurately recorded in the pump's audio bolus history. The complaint could not be duplicated during the investigation.